Event description:
The pt was treated for an abdominal aortic aneurysm and right common iliac artery aneurysm with a branched internal iliac artery (iia) technique, to preserve blood flow to the iia. Access was obtained through the left brachial artery (lba) with a 12 fr gore dryseal sheath without difficulty. Some resistance was felt on withdrawal, however, the lba had an intimal tear or rupture that was repaired with extension of the access incision. The pt tolerated the procedure.

Manufacturer narrative:
Method: device lot/serial numbers are not available to conduct a manufacturing records review. Results: a manufacturing records review was not conducted.